Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) two high rate non sustained episodes were noted. There was also small level noise visible on both electrogram channels which appears to be electromagnetic interference. The crt-d remains in use. No patient complications have been reported as a result of this event.